Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
The video telescope was returned to an olympus repair center showing a green image. There is no indication that the reported image failure occurred during a procedure and there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was returned to the manufacturer for evaluation/investigation. The investigation detected varying colored images (purple/green) and traced the failure back to a defective r-unit. Therefore, this event/incident was attributed to component failure. Furthermore, a cut was identified in the grey protective hose of the cable unit, the tesu board at the outer tube was found to be defective, and dents were found on the outer tube. These issues can most likely be attributed to improper handling and wear and tear. A manufacturing and quality control review was performed for the affected serial number of the video telescope without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.